Manufacturer narrative:
Additional information received indicates that the medical team does not believe this event to be device related. The patient has been discharged home and continues to have gastrointestinal (gi) issues related to ischemic colitis. She subsequently underwent a laparoscopic subtotal colectomy with end ileostomy and implantation of rectal stump in the inferior wound and is reported to be doing well at home. With review of the available information there is no evidence to indicate any device malfunctions or performance issues of the device that would impact the reported event. In addition, the medical team does not believe this event to be related to the device. Though the root cause of the reported event cannot be conclusively determined clinical factors that may have contributed include the patient's past medical history of crohn's disease and ulcerative colitis, known cardiac disease, recent implant procedure, and other related comorbidities. There are patient and procedural factors that may have contributed to this event. Ischemic colitis is a medical condition in which inflammation and injury of the large intestine result from inadequate blood supply. The patient's condition further progressed resulting in an occlusive ischemic state due to formation of a thromboembolism that cut off blood flow to the colon. Embolisms of this type are commonly caused by atrial fibrillation, valvular disease, myocardial infarction, or cardiomyopathy. With review of the available information there is no evidence to indicate any device malfunctions or performance issues of the device that would impact the reported event. In addition, the medical team does not believe this event to be related to the device. Though the root cause of the reported event cannot be conclusively determined clinical factors that may have contributed include the patient's past medical history of crohn's disease and ulcerative colitis, known cardiac disease, recent implant procedure, and other related comorbidities. There are patient and procedural factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
The system is designed to assist a weakened, poorly functioning left ventricle. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. Serious and life threatening adverse events have been associated with the use of this device. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. Bleeding is a known potential complication associated with all patients implanted with vads. The instructions for use (IFU) addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines). This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by the vad coordinator that on the 5th post-operative day the patient experienced a drop in hemoglobin requiring transfusion of four units of packed red blood cells (prbcs). Esophagogastroduodenoscopy (egd) and flex sigmoidoscopy results revealed friable mucosa related to either crohn's disease or ischemic colitis. The patient's warfarin was held and a proton pump inhibitor (ppi) drip was started. A CT scan of the chest/ abdomen/ pelvis revealed a retroperitoneal rp; the site is possibly attributing to pre-operative intra-aortic balloon pump (iabp). At that time no intervention was performed. On the 9th post-operative day the patient's hemoglobin decreased again and she experienced frank, bloody stools. She was transfused two units of prbcs. Further diagnostic testing confirmed ischemic colitis and portal vein thrombus. The patient was also worked up for hypercoagulable state which came back negative. The patient was discharged to a rehabilitation center on (B)(6) 2015. Investigation is ongoing.